Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed the volume test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the customer reported issue was "failed volume test". The customer reported issue was not able to be replicated through accuracy test, piezo alarm test. The cause of the reported issue was unknown. Upon further investigation, found uso (upstream occlusion) seal buckling, dso (downstream occlusion) sensor not alarming when occluded. Replaced uso seal, dso sensor, pwa (printed wireless assembly) board, cam shaft, expulsor/valves. Performed dso/uso sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.